Event description:
In 12/2002, the pt reportedly experienced an overly loud sensation and discontinued use of the sound processor. In 12/2002, the pt was seen by a company rep for device eval. An increase in impedance values was noted. At that time, programming adjustments were made. In 12/2002, the pt was seen again by a company rep who made further programming changes after observing impedance measurements had changed. In 2003, the pt's sound processor was reportedly not functioning. The pt's parent exchanged external hardware. However, the problem was not resolved and an appointment at the center was scheduled.